Event description:
The increased spasticity was the result of a kinked catheter caused from the pump wiggling out from its stitching.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Analysis of the pump, serial number (B)(4) found no anomaly. Analysis of the catheter, serial number (B)(4) found catheter body had significant twisting that may have affected infusion. (B)(4).

Event description:
It was reported that the device positioning issue was a flipped pump. The positioning of the device was corrected through surgery. It was reported that since the patient's pump replacement that occurred approximately a year prior the patient's therapy had not been consistent and the patient's had been escalating her dosing needs. The patient had a catheter replaced earlier in the year but continued having problems. The patient had been in the emergency room (ER) numerous times with episodes of severe spasticity. At the patient's first post-op visit following pump replacement the patient was having increased spasticity and the patient's rate was increased 10%. On (B)(6) the patient was presented to the ER with severe spasticity. A CT scan of the lumbar spine showed no interruption in the it catheter and no spine pathology. A CT scan of the pelvis and abdomen showed no intra-abdominal abnormalities, to include no kidney stones. It was reported that after the patient's catheter revision on (B)(6) the patient developed numerous deep vein thrombosis (dvts) in both legs and was started on coumadin. The patient felt that their spasticity was still not controlled so dose was increased approximately 10%. The patient returned a month later still having problems with spasticity and the baclofen dose was again increased by 7%. The patient was again presented to the ER in (B)(6) with severe spasticity. A chest x-ray was negative for acute cardiopulmonary events; kub showed a non-obstructive bowel pattern with a large amount of stool, urine was positive for esterase, negative for nitrites and culture was negative for bacteria. The patient was treated for acute uti. The patient was seen in clinic a few weeks later still having severe spasticity so the baclofen dose was increased 31%. On (B)(6) the patient was in the ER again with severe spasticity. X-rays of the abdomen and lumbar spine revealed the pump was in appropriate position with the catheter difficult to see in its entirety. Urine was positive for esterase, negative for nitrites, culture was negative for bacteria, and she was again treated for uti. The patient reported that she had a very long history of low grade uti symptoms that are managed very closely with an urologist. The patient stated that there was nothing new for her however she has never had spasticity this severe even her worse urinary tract infections. The patient felt the pump was not functioning very well. The patient was also prescribed oral baclofen as needed for muscle spasm. The patient's musclo-skeletal evaluation indicated gross motor movement of arms, no fine motor movement, 0/5 strength bilateral lower extremities (ble). The patient had full body clonus type spasms worse with menstral cycle and near time for pump refill. It was reported that pump site was palpated and inspected visually and a needle was inserted into the central reservoir 3 times without connecting with the central reservoir. Only a metallic sound could be elicited as the needle moved across the pump. The patient was then sent for x-ray. On (B)(6) 2014, medical imaging (kub) and lateral abdominal confirmed the pump was flipped. X-ray also showed the pump was flipped. The pump felt secure in the pocket, so the health care professional (hcp) was not able to flip the pump. It was noted that the patient had been in and out of the hospital since their last pump replacement with severe spasticity that could not be accounted for by any medical exacerbations. The patient intrathecal baclofen therapy had not been providing relief. There was a concern that the pump may be malfunctioning. The preoperative diagnostics included itb pump malfunction. On (B)(6) 2014 the pump was replaced. The patient recovered without permanent impairment. Please refer to manufacturer report # 3004209178-2014-04837 for past catheter revision.

Event description:
Additional information received reported that the pump had broken from sutures and tubing was kinked. The etiology was the pump pocket. It was possibly related to the device or therapy and unlikely related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient loss therapeutic effect since their pump replacement in (B)(6) 2013. The patient had complained of intermittent therapy since their pump replacement in (B)(6) 2013. The patient¿s health care professional (hcp) felt it is possibly the pump due to the timing. It was reported that there was a catheter kink; the location of the catheter issue was the proximal segment. The actions required as a result of the event included a revision in which the proximal portion was explanted and replaced by another proximal portion on (B)(6) 2014. No diagnostic or troubleshooting was performed as it was not required. The cause of the issue was not determined. It was reported that there was a confirmed pump flip. The actions required as a result of the event included explant and replacement on (B)(6) 2014. It was noted that the product issue was not resolved. The patient¿s status at the time of report was alive ¿ no injury. The patient had increased spasticity. The location of issue or symptom was the lower extremities. The pump was used to infuse lioresal. It was reported that the patient had severe spasticity. There was a suspicion of catheter malfunction. The patient had frequently been in and out of hospital since their pump replacement in (B)(6) 2013 for spasticity related concerns that cannot be accounted for medically. The diagnostic method included surgical observation which found tubing all kinked up on (B)(6) 2014. A CT scan with contrast was performed and found no abnormalities. The etiology was the entire catheter. The severity of the patient¿s symptoms was considered moderate. It was reported that there was concern of a pump malfunction. The patient had been in and out of the hospital with severe spasticity related to an unknown cause. Interventions included pump replacement on (B)(6) 2014. It was noted that it was possibly related to the device or therapy and unlikely related to the implant procedure. The patient outcome was resolved without sequelae on (B)(6) 2014. It was reported that there was concern of pump and/or catheter malfunction. It was reported that there was movement in the pocket. The patient was active and ¿possibly broke¿ the sutures holding the pump in place. No further troubleshooting was performed. The patient is doing well and receiving therapy. Please refer to manufacturer report # 3004209178-2014-04837 for past catheter revision in (B)(6) 2013.